Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. .concomitant product: 4968-60 lead implanted 2004-(B)(6). (B)(4).

Event description:
It was reported that the day following the implant procedure, the right ventricular lead was noted to be dislodged via a chest x-ray. There was also no capture. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.